Manufacturer narrative:
H10: additional manufacturer narrative: the patient died while using a medical product, but there was no suspected association between the death and the use of the edwards product. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through medical records that a patient with a 27mm 11400m mitris mitral valve was explanted at implant due to av groove disruption. Per the medical records, the patient presented with severe native mitral valve stenosis and underwent an mvr procedure. Initially, a 27mm 11400m mitris valve was implanted and secured with cor-knots without difficulty. Tte confirmed a well-seated valve with no residual mr and no paravalvular leaks. However, inspection of the lv free wall revealed severe bleeding originating from the av groove. The patient was placed back on bypass. The 27mm 11400m mitris valve was removed. Through inspection showed that the myocardium beneath the annulus was extremely friable. It seems that one of the valve struts may have injured the underlying muscle. A wide bovine patch was used to reconstruct the affected area. After the patch repair, the mitral annulus was somewhat constricted and could not accommodate even a 25mm surgical valve, therefore, a 26mm 9750tfx transcatheter valve was implanted. The valve demonstrated adequate leaflet motion and no paravalvular leak. However, the team was unable to wean the patient from bypass; due to persistent bleeding. Therefore, the surgeon decided to place an impella and transitioned the patient to central va-ECMO. The patient was transferred to the intensive care unit with open chest, in critical condition. Post operative course was complicated with aki and embolic strokes involving the brain stem. Considering the patients complex hospital course and catastrophic neurologic complications, the family elected to pursue cmo status, and the patient expired on pod# 9.